Manufacturer narrative:
Thermigen, llc has reviewed mw5086429 received from the FDA. We are unable to complete an investigation without product information or patient information. Also, we are unable to contact our customer without any physician information.

Event description:
Patient submitted mw5086429. Thermigen was notified by hard copy from the MDR team.